Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and records can be performed. Complaints which are serious in nature are reviewed on a regular cadence or for due cause to provide visibility and escalation. In addition, all complaints are also monitored for trending on a monthly basis. No further information is available at this time.

Event description:
The consumer stated that a tampon broke into two pieces upon removal and tampon pieces remained inside of her. She stated she was able to remove the remaining pieces and called her doctor for medical guidance. We followed up with the consumer three times over a span of three weeks. The consumer stated she is doing fine. We will submit a follow-up report if we become aware of any new/additional updates to consumers health or medical information.